Event description:
It was reported that the programmer needed service. No further details were provided and follow-up attempt was unsuccessful. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that there was a loose electrocardiogram connector and therefore the link electronic module board was replaced and calibrated. Analysis also found loose and missing hinge plate screws and damaged pads on the feet of the lower case. (B)(4).